Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular defibrillation lead revealed pacing impedances greater than 2000 ohms in the daily measurements. The impedances had varied between 600-2000 ohms. At the follow up visit on (B)(6), 2010 the impedance measurement was 644 ohms. One month later, a revision procedure was performed. The decision was made to explant the implantable cardiac defibrillator and right ventricular lead as a connection issue, or, a lead fracture may have caused the high impedance measurements noted clinically. Both the device and lead were removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All setscrews moved freely and all seaplugs were intact. The right ventricular sealplug was removed. The setscrew and terminal block threads were in excellent condition. The device passed all electrical testing which verified the pacing, sensing, lead impedance circuitry, and defibrillation functions. A review of the daily measurements noted that a greater than 2000 ohm measurement was first recorded on (B)(6), 2010 and the occurrence of the greater than 2000 ohm measurements increased until explant. Twelve of the eighteen right ventricular measurements recorded in (B)(6), 2010 while implanted were greater than 2000 ohms. Analysis has confirmed that this device performed normally throughout testing, operating as designed.